Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements from 95 ohms to now 110 ohms. No values were reported to be out of range and the patient will continue to be monitored. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated that due to the previous rise in shock impedance measurements, the patient was brought back into the hospital for defibrillation threshold (dft) testing. X-ray imaging of the system beforehand did not show any abnormalities with the system. Dfts were successful and the shock impedance measurements were 107 ohms during shock delivery. Now, the shock impedance measurements have dropped down to 85 ohms. The s-ICD remains in service and no additional adverse patient effects were reported.